Event description:
It was reported that solution would not flow through the one link of a non-dehp standard bore catheter extension set with neutral lad due to the septum not completely opening. This occurred during priming with saline (non-baxter product) using a syringe and while a baxter primary set was connected to the extension set. The reporter stated that the female luer end did not push all the way through the septum of the one link. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.